Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, multiple attempts using the same cartridge were performed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 250 mg/dl.